Event description:
It was reported that during a follow up for an unrelated reason, it was identified that the filter had migrated cephalad and two filter legs appear to be "protruding" outside the vena cava and into the aorta. There was no report of injury to the asymptomatic patient. The filter remains implanted. It is unknown if any intervention is planned.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Limited information available, attempts to obtain additional patient, event and product information are currently underway.